Event description:
The pt rec'd 2 scs leads with the same lot number. It was reported the pt is not receiving effective stimulation. Lead diagnostics showed invalid impedance values for one of the pt's scs leads. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.